Manufacturer narrative:
(B)(4). The customer¿s report of bulging was confirmed. Visual inspection noted that the silicone segment was ballooned near the upper fitment. Functional testing was performed and a slight bulge was noted during a gravity infusion. No alarms were noted during a 1 hour pump infusion. Pressure testing was performed and the silicone segment further expanded and bulged at a pressure of 9 psi. The root cause for this event could not be determined.

Event description:
The customer reported tubing that had been in use for a while developed a balloon in the pumping segment. The balloon was identified when the clinician went to add a second bag of antibiotic. Although requested no further event information is available.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a pump segment bulge during an infusion. There is no report of patient harm.